Event description:
It was reported that the electrocardiogram (ECG) port on the programmer was not working and that there was a lot of noise on the ECG. Swapping the cables did not resolve but touching or moving the ECG port cleared the noise. Also, the side door where the floppy is will not stay closed. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the electrocardiogram (ECG) port on the programmer was not working and that there was a lot of noise on the ECG. Swapping the cables did not resolve but touching or moving the ECG port cleared the noise. Also, the side door where the floppy is will not stay closed. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported ECG (electrocardiogram) port issue; ECG port is broken loose from a printed circuit board assembly. System fan is noisy. No issue found with the floppy drive door, when latched it stays closed.